Event description:
It was reported that during surgery, a delay of more than 30 minutes was caused due to the surgeons found a metal debris when they were using a planer to cut soft tissue. After washing with saline, some metal debris remains in the patient's joint cavity. Unknown if backup was available and how the issue was resolved, but no patient injury was reported.

Manufacturer narrative:
One 4.5mm synovator blade was returned for evaluation. Functional inspection was performed and the inner blade did not rotate freely within the outer blade, friction was felt in the unloaded condition. Visual assessment of the inner blade showed multiple contact points along its length with extensive abrasion. The outer blade is bent. All indications point to the excessive lateral load being applied to the blade during use. Per the devices ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly¿. The material of the synovator blade is 304l stainless steel which is not an implantable alloy; therefore, long-term implantation data is not available. The patient impact is related to the retained metal shavings and its associated effects as well as the surgical delay during surgery.